Manufacturer narrative:
Qn #(B)(4). Full UDI not available as the lot# was not provided by the customer. No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported so no device history record review was performed. Due to lack of further information or response received regarding this complaint, the root cause remains undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "the physicians were performing a pci and when inserting a stent through 7f guideliner coast, met resistance. The shaft on the stent broke. They removed the stent and proceeded. When removing the guideliner coast, they noticed it had sheared slightly on the proximal end of the half pipe".

Manufacturer narrative:
Qn# (B)(4). Full UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "the physicians were performing a pci and when inserting a stent through 7f guideliner coast, met resistance. The shaft on the stent broke. They removed the stent and proceeded. When removing the guideliner coast, they noticed it had sheared slightly on the proximal end of the half pipe".